Manufacturer narrative:
H11: additional manufacturer narrative: attempts to obtain additional information and for product return have been made. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 3 years, 2 months due to unknown reasons. The explanted valve was replaced with a 23mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d4 (expiration date), h4.

Event description:
It was learned through implant patient registry and medical records that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 3 years, 2 months due to endocarditis. The explanted valve was replaced with a 23mm 11500a valve. Per medical records, the patient presented with multiple stroke episodes. Tte revealed a mobile vegetation on the right and left coronary cusps of the prosthetic aortic valve and was diagnosed with prosthetic valve endocarditis. Redo sternotomy was performed to replace the infected 25mm inspiris with a 23mm inspiris. Intra-operatively, the 25mm 11500a inspiris resilia aortic valve was found to have big vegetations on it and dehisced under the right coronary cusp but no active purulence. The 25mm inspiris was excised and the area debrided. A new 23mm 11500a inspiris resilia aortic valve was implanted and tied in place with a car-knots. Post-op tee showed a well seated valve with no pvl. The procedure was completed without immediate complications. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section b5 h11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted